Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: the battery compartment was cracked in two places. Unrelated to the original complaint, there was visible corrosion inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened up and no further evidence of moisture was found internally. In addition, the keypad was torn at the ok button and all keypad symbols were worn. The audio bolus button cover was damaged; however, the audio bolus button was responsive during investigation. The contrast and ok buttons were intermittently responsive during investigation. Upon removal of the keypad cover, contamination was found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.